Manufacturer narrative:
(B)(6) reported to trumpf medical systems on (B)(6) 2015 that a piece fell from a trulight spring arm elbow during a case into the sterile field. No injury was reported. Replacement parts were shipped to the account and have been installed. Device not returned to manufacturer.

Event description:
During the positioning of the light head, a plastic part of the spring arm joint cover fell into the sterile area. No injury was reported.